Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. No product returned. The root cause of the product damage sterile sleeve damage was not determined as no product/images returned for investigation. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05471. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A 48 year old male with cardiomyopathy was implanted with impella 5.5 for mechanical circulatory support. During support, the distal contamination sleeve was compromised and was wrapped with gauze and tegaderm. It was labeled do not remove. Patient maintained stability throughout implant.